Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The automation control engineer reported that the service was not fulfilled and the equipment was returned to the customer without repair. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports ventilator is not cycling .the customer reports no patient involvement